Event description:
It was reported that the pt was seen in clinic with tachycardia upon interrogation the pt was in backup vvi. Device image was received and sent to engineering for analysis. Per the recommendation of firmware, tse had the caller enter the etp to perform a device download and it was performed successfully. Backup vvi status report was received. Backup report did not have the device info printed on it, but upon restoration, the device correctly identified itself.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.